Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# v920746, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported "multiple utis since (B)(6) 2015, which made her "not on the right page mentally." There was a gradual loss of therapy since (B)(6) 2015; the patient started having accidents again. Stimulation was not felt, but the patient normally did not feel stimulation. Additional information received on 6-oct-2015 from the consumer reported that they were working with a kidney oncologist and that was all they could handle at this time; the patient still planned to call the doctor to make an appointment regarding the uti and return of symptoms which had not resolved. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. The indications for use included bowel dysfunction and gastrointestinal/pelvic floor.

Event description:
Additional information from the consumer reported that she went to go see the doctor. He said it will be necessary to fix the device that was internal. The loss of therapy and uti had been resolved. She was waiting for an appointment at the time of report.